Manufacturer narrative:
A ge service rep performed an on site investigation. The main power transformer was evaluated and found to be out of range for calibration and tolerance. It was re-calibrated and optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and exhibiteda non-recoverable loss of functionality during a pt care procedure. No pt serious injury or death was reported related to this event.